Event description:
This is a spontaneous case report received from a physician in united states on 18-mar-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. The hsg (hysterosalpingogram) exam was performed on (B)(6) 2014. According to the physician, ever since essure procedure, the patient said her life has been miserable. She said she has gained 100 pounds. She also has chronic pain with essure. The patient will be having a hysterectomy with essure removal in next couple of weeks. At the reporting time, the events and the devices were ongoing. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had chronic pain. A hysterectomy is planned for the following weeks after the report. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, considering that this pain started after essure insertion and that there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Further information has been requested. A product technical complaint analysis is being sought.

Manufacturer narrative:
Follow-up received on 21-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect the reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had chronic pain. A hysterectomy is planned for the following weeks after the report. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, considering that this pain started after essure insertion and that there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Further information has been requested. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect

Manufacturer narrative:
Updated quality-safety evaluation of ptc received on 05-jul-2016: lot number: a78081; manufacturing date: dec-2012; expiration date: 31-dec-2015. Lot number: b53552; manufacturing date: jul-2013; expiration date: 31-jul-2016. For this case both lot numbers were analyzed. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or devices malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure devices could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for batch #a78081 resulted in no unusual pattern identified. No similar ae case reports have been received to date in relation to the reported batch #b53552. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had chronic pain. A hysterectomy is planned for the following weeks after the report. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, considering that this pain started after essure insertion and that there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Further information has been requested. A review of the manufacturing batch records confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Follow-up received on 14-jun-2016: her medical history included latex allergy, former smoker (quit 8 years ago), depression (post-partum), gestational diabetes in 2008, hypertension, morbid obesity, recurrent uti's, rheumatoid arthritis, supraventricular tachycardia and appendectomy in 1985. Her mother had diabetes, tachycardia and multiple sclerosis and her maternal grandmother had diabetes and hypertension. She had 4 children (last delivery was on (B)(6) 2014 by vaginal delivery) and did not use alcohol. Her concomitant medications included citalopram hydrobromide (celexa) 20mg daily and ibuprofen 600mg prn. Prior procedure, pregnancy test was done and result was negative. She was receiving celexa for depression and depo-provera. Pelvic examination was normal. During conversation about essure procedure, she denied any allergy to nickel and stated that did not have menstrual cycle yet after delivery. Essure was inserted on (B)(6) 2014 (postpartum state) with lot number a78081 for right side and b53552 for left side. She received 60mg im of toradol and paracervical block with lidocaine and epinephrine. Essure coils were placed without difficult and 4 or 5 trailing coils were seen on right side and one on left side. Patient tolerated the procedure well. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and had chronic pain. A hysterectomy is planned for the following weeks after the report. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure may cause uncharacterized pain, considering that this pain started after essure insertion and that there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Further information has been requested. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. An updated product technical complaint with lot numbers is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.